Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Gastric perforation and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in israel underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The physician reported that the patient had a perforation of the stomach. Additional information received indicates the patient had peritonitis due to perforation and patient required surgery. The patient was recovering.